Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of unknown value. The customer had not mention symptoms for blood glucose levels. The customer treated with admitting in hospital. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at unknown time. The blood glucose value when admitted to hospital was unknown. The customer complained for unknown reason. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. The customer had declined to further troubleshoot. The product was not returned for analysis.